Event description:
Consumer called and stated that the switch sparked on her.

Manufacturer narrative:
Our inspection found a couple of small cuts in the cord which appears to have been pinched in something.